Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the hemopro power supply was not supplying power or indicating that it was powered on. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the hemopro power supply was not supplying power or indicating that it was powered on. The hospital did not report any patient effects.